Event description:
A customer reported "vacuum not working and low vacuum" during the setup of a cataract extraction with intraocular lens implant procedure. The surgeon proceeded with scheduled procedures after the system was exchanged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).